Event description:
It was reported the programmer had a "bad screen" that would not recognize any stylus. The stylus was replaced and calibration was done, which did not resolve the issue. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the stylus and arrow were not aligning, as a result the overlay/bezel assembly was replaced and the stylus was calibrated. It was also noted that the tab on the power cord bay door was bent and the stylus insulation was damaged and torn but still functional. (B)(4).